Event description:
Patient reported, he had his second refill one week prior and was on fentanyl 6000 mcg. The hcp wanted to switch his medication to diluadid and detox him off the fentanyl. The hcp withdrew the fentanyl and put in dilaudid. The patient had been sick ever since the fentanyl was taken out. The patient was admitted to the hospital. The patient had a patient controlled analgesia pump (pca) with dilaudid. The hcp wanted to do a catheter revision to see if the catheter was leaking. Pre-operatively, the patient had an elevated blood pressure of 200 "something over 108 or 116" and it kept going up. The patient told the anesthesiologist they were not comfortable going to the operating room (or) when their blood pressure was "spiking. It's going up to 210 over 116." The patient did not go to or. The patient believed the medication was taken out of him and stated "my pump is shut down" and they were going through withdrawals and their "body's hurting". The patient was nauseated, sick and profusely throwing up. The next day, the patient was given a 25mcg fentanyl patch. It helped to alleviate some of the sickness and "a little bit of the pain" along with the dilaudid pca. The patient was discharged the following day. The hcp wrote prescriptions for fentanyl, morphine and blood pressure medication. The patient was experiencing pain, spasms and cramping. The patient was seeking a physician to manage their care. The pump was previously de livering fentanyl. It was unknown what the pump was currently delivering. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient's pump was implanted in 2011. The healthcare provider found out that the patient's catheter leaked but did not do anything about it. It was discovered 100 days after implant. The patient moved subsequently and in 2013 the patient's pump was revised using the same pump.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient: product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter: product ID, 8578 serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that catheter was replaced.

Event description:
Additional information received from a consumer reported a pump and catheter failure that resulted in withdrawal and hospitalization. It was noted there was a catheter revision and the system was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).